Manufacturer narrative:
The implant remains implanted and no components were returned for evaluation. No lot number was provided for lot tracking. Unable to determine the reason for the abutment screw breakage. However, previous investigations of this type show that a broken, fractured or loose abutment screw should be viewed as a possible warning signal that the loading situation should be reviewed and or corrected. This incident was determined to be out of the scope of the general asr reporting parameters. If additional info becomes available, a follow up report will be provided.

Event description:
In 2006 - a dental implant was placed in tooth location #27. The same month - the implant abutment screw broke. The abutment screw could not be removed from the implant. The implant was not removed due to additional patient risk as indicated by the clinician. Two months later - a second surgery was performed for the patient to place another implant near tooth location # 27. Currently the patient is doing fine.